Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and femoral stem loosening. Loosening was noted to be at the cement to bone interface. Depuy cement was used. Update rec'd 01/14/2016: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, during implantation, a fracture line along the posterior aspect of the greater trochanter extending in a triangular manner to the lateral aspect of the shaft was noticed after broaching. To prevent propagation of the fracture line, a cable was placed along the distal aspect of the fracture. Also noted in the medical records, the patient lost 1100ml of blood. At this time all depuy components are being reported and the part/lot information for the cement is being updated, as it is unknown what the cause of the extensive blood loss.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 02/16/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the acetabular liner showed mild wear. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 03/17/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.